Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/2/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings:.-black box and alarm history show ¿cs064¿ alarm on (B)(6) 2017. No battery cap was returned, test battery cap was used.. The pump powers up and displays ¿verify¿ screen. Unable to investigate . Pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the pcb.